Event description:
It was reported via the FDA maude event report: I was implanted with a stryker trident hip in 2006. Problems have developed with this implant including grinding, crunching, popping sounds along with persistent pain.

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the MFR. No further info is available at this time. If additional info becomes available, it will be submitted in a supplemental report.